Event description:
The account states the bed's head section is not going up. Battery light is on but bed has no hydraulic foot pump.

Manufacturer narrative:
The tech found the trend link at the manifold was too tight, causing the bed to be in trend all of the time. He adjusted the trend link to repair the bed.